Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1701 device label code for f10. Position 3:

Event description:
Event: (cc# 98-00379) the iab leaked upon insertion. The iab was removed and a second iab was inserted into the patient. On 10/6/98, datascope received the following information: the iab was inserted into the patient on 3/19/98 at 11:00 a.m. On 3/22/98 at 11:45 a.m., the iab leaked and the iab was removed. A second iab was inserted into the patient. [Event complications]: unknown - reported 3/25/98; none - reported 10/6/98. [Patient's current status]: discharged-rpt'd 10/6/98.